Event description:
It was reported that a tandem mobi cartridge alarm occurred when the cartridge had less than 100 units or a larger dose was needed. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by removing and reloading the original cartridge, as advised by technical support. However, after further troubleshooting, clinical support recommended a pump replacement, which was approved, and arrangements were made for the customer to continue using the current pump until the replacement arrived.